Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. Customer contacted customer service stating that unit failed pressure accuracy testing during performance verification testing while having preventative maintenance performed. The customer reported there was no patient involvement. The manufacturer's field service engineer (fse) evaluated the device and replaced the gas delivery system (gds) to resolve the reported issue. Fse ran pressure and flow accuracy testing which passed. Fse also performed a complete performance verification testing which was successful. Unit was returned to service. A gas delivery system (gds) assembly was return for analysis. The root cause: the defective u7 generated the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted customer service stating that unit failed pressure accuracy testing during performance verification testing while having preventative maintenance performed. The customer reported there was no patient involvement.